Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact on the customer's blood glucose level. Initially, the caller was unable to reset the pump due to being out of town without a charger, and cts advised using third-party charging supplies or backup therapy in the meantime. Later, the customer contacted technical support for assistance, received information on how to reset the pump, and successfully did so without the malfunction recurring. The customer was able to continue using the pump and was advised to call back if any issues reoccurred.